Event description:
The customer stated that a (B)(6) architect (B)(6) result was generated for a patient on (B)(6), 2013. Per the physician's request, a second sample was drawn from the patient at a different laboratory. The result was (B)(6) using the roche eclia cobas method. This sample was sent to another laboratory and the result was also (B)(6). The patient returned to the customer laboratory on (B)(6), 2014 and architect (B)(6) testing was again (B)(6). The samples were tested on the customer's other architect i2000sr analyzer and all results were (B)(6). A third sample was drawn from the patient using a nabt (non-specific antibody blocking) tube and this time the architect (B)(6) result was (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product (catalog #06c37) that has a similar product distributed in the us (catalog #01l79). The specimens in question were not available for investigation. A retained kit of architect (B)(6) reagent, list number 6c37-30, lot number 30331li00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, two sensitivity panels (core only panel (panel a) and ns3 only panel (panel b)) were tested in 10 replicates. Panels are internal measurement standards used to test product performance prior to lot release. The mean s/co of the sensitivity panel values met specifications and all generated results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (B)(6). The seroconversion panel results were compared to architect (B)(6) test results provided by zeptometrix. The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. Complaint searches determined that there is no atypical complaint activity for the likely cause lots and the tracking and trending report review determined that there are no related adverse trends and no non-statistical trends for the complaint issue. It is unknown why the previously drawn samples were (B)(6) on architect (B)(6) assay. Since the specimens in question were not available for investigation, further testing could not be performed. A review of labeling concluded that the issue is adequately addressed. Based on the investigation, it was determined that lot number 30331li00, identified in the complaint, is performing acceptably. No product deficiency was identified.